Manufacturer narrative:
Reference record: (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(4) 2019 it was reported that the patient had swelling around the tube that began (B)(6) 2019. The physician ordered a CT scan which showed correct placement of the tubing. The patient was given oral antibiotic cephalexin four times a day. At the time of the report, the course of antibiotics had been completed and the stoma site improved.